Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer initially contacted technical support and received assistance with resetting the pump, as they lacked a charging cable. Instead, they used a syringe as a backup therapy. Upon follow-up, the customer confirmed that the malfunction code did not recur after resetting the pump, and they were advised to continue using the pump while contacting support again if the issue reappears.